Event description:
It was reported by a medical facility that the mako biopsy forceps were causing tissue tearing. No further pt injuries or other health consequences were reported. This report follows a retrospective review of complaints for medical device reporting requirements based on a new procedure.